Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used for a transjugular intrahepatic portosystemic shunt (tips) procedure. When the wire guide reached the vena cava and the sheath advanced, the coil inside the sheath designed to maintain stent shape came out. The user removed the device and used another like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Corrected data: lot number, expiration date, manufacture date. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection/dimensional veirifcation of the device was conducted during the investigation. The customer returned one damaged kcfw flexor sheath inserted through the check-flo valve of a side arm. One rups cannula catheter combination was also returned. The cannula was completely inserted into the catheter and was bowed. The tip of the catheter appeared slightly damaged and out of round. There does not appear to be any other surface damage. Upon removal of the cannula from the catheter, there is dry biomatter present on the distal end of the cannula. The flexor sheath flare is supposed to be secured within the distal cap of the check-flo valve, however in this circumstance, the proximal end of the flexor sheath, without a flare, was returned pushed through the check-flo valve and exiting out of the membrane. Approximately 1cm of flexor sheath and approximately 0.5cm of coil were extending out of the membrane. The proximal sheath edge was jagged and likely torn. Biomatter was present on the device, and there was dried biomatter within the sidearm. No surface damage was noted on the sidearm extension, including the stopcock. Upon removing the flexor sheath through the check-flo valve, a slightly flattened portion (approximately 0.4cm in length) was noted approximately 1.5cm from proximal end of the sheath. It appears to have been grabbed by forceps. As a whole, the flexor sheath is slightly bowed. Biomatter is present within the proximal sleeve. The proximal sleeve was damaged upon removal; therefore, the outer diameter of the sleeve could not be measured. Due to the tube separation, the length of the sheath was also not measured. Upon removal of the check-flo distal cap, it was revealed that the flare was within the proximal sleeve of sheath. Edges appear jagged as if ripped. It was noted that the measurable device attributes of the flexor sheath passed dimensional testing. Based on the device failure analysis, there is no evidence to suggest the failure was manufacturing related. A review of the device history record for the rups-100 rosch-uchida transjugular liver access set from lot number: 7947095 revealed zero non-conformances. A review of the device history record for the kcfw-10.0-38-40-rb flexor guiding sheath component from lot number: ic7813437 revealed one non-conformance related to the reported failure mode. One product was scrapped for inadequate flaring. A review of the device history record for the kcfw-10.0-38-40-rb flexor guiding sheath component from lot number: ic7773488 revealed no notable non-conformances related to the reported failure mode. A review of the incoming lot inspection screens for the 60044-a-16-40-rb reinforced tubing material from lot numbers: 1713817.1 and 1708613.6 revealed zero non-conformances. The affected component lot numbers: ic7813437 and ic7773488 are also included in lots: 7947094, 7947095, 7947096, 7947098, and 7950218. A review of our complaint management system indicated this to be the only reported complaint deriving from these lot numbers. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The rosch-uchida transjugular liver access set instructions for use indicates: 4. Advance the introducer sheath assembly over the wire guide into the hepatic vein. Remove the dilator from the sheath, leaving the wire guide in place. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Previous testing has been conducted in order to investigate the identified potential causes for flexor sheath tubing separation. The testing demonstrated, that regardless of testing conditions the flexor sheath devices met the separation force requirements. It was noted that a primary contributing factor for flexor sheath separation is that clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. It was identified that the products conform to all design requirements. It is reasonable to suggest that force of introducing the sheath into the patient caused the flexor sheath to separate and extrude out of the proximal check-flo valve cap. All measurable attributes of the flexor sheath passed dimensional testing during device failure analysis, indicating there is no reason to suggest the device was manufactured out of specification. Furthermore, it cannot be determined with certainty what caused the flexor sheath material to separate at the base of its flare. The possible cause of this complaint is related to product use or handling; product received excessive pressure. Per the quality engineering risk assessment, no further action is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information has been received since the last report was submitted.